Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2014 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 242074/243824, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent an explant procedure.